Event description:
It was reported that during a total knee arthroplasty (tka) surgical procedure, when using the robotic assisted saw handpiece devices with the robotic assisted base station device, as soon as the saw came into plane and not within the surgical site, it was observed that the handpiece device was leaking and was stuttering without the trigger being pulled. It was reported that there was a 5-minute delay in the procedure due to the event and a spare saw device was available to successfully complete the procedure. There were no fragments generated. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. No additional information could be provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.